Event description:
The customer states that one male patient generated an axsym troponin-I adv assay positive result of 0.5 ng/ml. A new sample was taken one week later and generated an axsym troponin-I adv assay positive result of 0.4 ng/ml. The sample tested negative with a non-abbott methodology. The customer is questioning the axsym assay's elevated result. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The purpose of this complaint evaluation is to investigate the customer's observation of a false positive result obtained for one patient when tested with axsym troponin-I adv reagent kit, list number 8k19-20 lot 81126jn00. A review of the manufacturing and testing documentation was performed and demonstrated that axsym troponin-I adv reagent lot 81126jn00 passed all the required specifications. Axsym troponin-I adv control and panel samples were assessed at the final product release testing stage and were found to be acceptable. A review was then conducted of other customer complaints received to date to determine if other customers have experienced this issue while using axsym troponin-I adv reagent lot 81126jn00. No related issues were identified. Statistical process control analysis and proficiency testing results generated with lot 81126jn00 met all acceptance criteria. The axsym troponin-I adv assay package insert (56-9782/r2) contains information to address the customer's issue. Based on the current investigation results, it can be concluded that there is no product deficiency with the axsym troponin-I adv assay and that the reagent lot in question is meeting its safety, effectiveness and label claims. No product malfunction was identified. This is a final report.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, list number 2j44. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.